Event description:
A 26mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20-24 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 17 cm. The aneurysmal neck was reported to be long. Vessel morphology was reported to be very tortuous with little calcification. The stent graft was not fully deployed when the physician began to retract the runners, and the stent graft migrated during retraction of the runners; therefore, two aortic extension cuffs were placed under the renal arteries. No deployment difficulties were reported, and final angiogram indicated accurate placement of endograft and no endoleaks. No clinical sequelae resulted from the event, and the pt is reported to be fine.